Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.

Event description:
Customers reported that they accidently jumped into the pool and are now receiving a button error alarm. Customer's blood glucose reading at the time of the call was 127 mg/dl. No further information reported.